Manufacturer narrative:
The device history record was reviewed. Visual inspection and pull test were conducted on the drains within this lot and results met the established acceptance criteria. Two drains were returned for evaluation. For drain 1, a used drain, underwent a visual and microscopic inspection, which revealed evidence of breakage located in the perforated area of the drain. However, while the customer indicated that the drain broke during insertion, the condition of the returned sample is consistent with breakage that could occur during removal. Drain 2 was unused and underwent visual inspection. No evidence of breakage was observed. A root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported the jackson pratt drain su130-1320 from the head and neck pack sen30hnlha broke when resident went to put into patient¿s incision site. Surgeon ended up using a bigger drain. There was no reported patient injury. Event date is unknown.